Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters with blood control technology were found split apart upon removing them from the packaging. The following information was provided by the initial reporter, translated from japanese: "this is a report about damaged catheter of iagbc. The customer reported as follows: according to the customer's report, upon unpacking, the catheter was found to be torn/split, with the needle exposed."

Manufacturer narrative:
Investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters with blood control technology were found split apart upon removing them from the packaging. The following information was provided by the initial reporter, translated from japanese: "this is a report about damaged catheter of iagbc. The customer reported as follows: according to the customers report, upon unpacking, the catheter was found to be torn/split with the needle exposed."